Event description:
It was reported that during a tfn procedure, the surgeon noted the insertion handle (p/n 357.411) was not lining up with the hole in the tfn nail (p/n (B)(4)). The surgeon removed the arm of the insertion handle and inserted the distal locking screw (p/n (B)(4)) by hand. The procedure was completed; however, it took an additional 15 minutes to complete the procedure. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for mfg revealed no complaint related issues.